Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced mild swelling and stromal edema in the left eye one day post corneal inlay procedure. The patient is to use the previously prescribed topical steroid eye drops as well as topical artificial tear drops. The patient was seen at the one week post-op visit; the mild swelling was still present. The inlay was removed nine months post-op. The patient was noted to have increased intraocular pressure and began using a topical glaucoma eye drop. The patient was seen one day post inlay removal and noted eye feels watery and scratchy as well as blurred vision. The patient was noted to have 3+ stromal edema. The patient is to continue previously prescribed post-op eye drops. Additional information requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The root cause could not be identified conclusively. (B)(4).